Manufacturer narrative:
Section h3, h6: the real intelligence tablet, part number rob10027, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with emi interference causing tablet to flicker. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. E1: initial reporter name and address.

Manufacturer narrative:
The real intelligence tablet, part number rob10027, serial number unknown, used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may be related to esd interference and/or signal noise which caused the tablet to shut off to prevent current overload. Initial changes were implemented with a firmware and cable update and additional corrective actions have been initiated. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that during a cori-assisted tka, the real intelligence tablet and main monitor were blacking out periodically about ten-twelve times throughout the case. The real intelligence tracking camera was also not picking up tibia tracker even when cleaned trackers and close to the tracker. Surgery was performed after a delay greater than 30 min. It is unknown how surgery was completed. No patient complications were reported.